Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. Evaluation of the returned device was completed on (B)(6) 2024: the pump was tested with the testing protocol for flow rate. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing, and it was noted that there are several downstream and upstream occlusion. The pump was set to run at a rate of 2.2 ml per hour and a vtbi of 100 ml. The initial bottle weight was recorded at 57.165 g before the infusion, and the final bottle weight was measured at 156.214 g after the infusion, which has a total infusion weight of 99.049 g and a deviation of -0.951%. The pump is in range and is performing to specification, falling in the +- 5% range. During functional testing the pump was not found to replicate the reported issue, passing the test. Reported issue not found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/17/2024, infutronix received a report that a pump had a flowrate issue causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This report is a correction of MDR report number 3011581906-2024-00056 follow up #1. The previous report incorrectly stated that "DHR was reviewed, and the pump passed all previous tests." However, after careful review, the test record were reviewed and determined that the majority of the tests passed, except for one test which was left blank. A non-conformance was opened to address this issue. Aside from this correction, all previous information provided in MDR report number 3011581906-2024-00056 follow up #1 is correct.